Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, the physician navigated to the lung nodule and completed a fluoro sweep, then proceeded with biopsy of the nodule. During the biopsy phase, the extended working channel went ¿out of sensing volume.¿ the physician decided to proceed with the biopsy since the surgeon navigated to it and had visualization under fluoroscopy. The physician was able to complete the superdimension portion of the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found no notable conditions. The lg length was measured using a calibrated ruler and was found to be within specification. The lg continuity was checked with a breakout box and the results were acceptable. The ewc length was measured using a calibrated ruler and was found to be within specification. The ewc's sensor continuity was checked with a breakout box and an open circuit was found. It was reported that the device was outside the magnetic volume. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.